Event description:
I've been getting progressively worse every year from my breast implants. They have caused me to be in a constant state of inflammation. I¿ve had a huge list of medical problems because of them. To list a few: swollen lymph nodes, sibo, food sensitivities, gastrointestinal problems, anxiety, hair loss, weight gain, constant neck and shoulder pain, cognitive dysfunction, recurring infections, thyroid problems, low immunity, incapacitating fatigue, insomnia, low libido. I¿ve been to my general dr and my naturopath and both can't find any reason for me to be this ill. I am in constant pain from the implants and have requested to have them removed. The insurance company denied my claim saying they were being removed for cosmetic reasons. I can assure you it¿s the opposite of cosmetic what happens when they're taken out. Even paying out of pocket for removal is worth it to me in hopes of feeling better. Breast implant illness is real and needs to be addressed. There are thousands of women suffering from them and I personally was never warned of the dangers of them. The drs glaze over the warnings very casually as if they're safe when in reality they're ticking time bombs.